Event description:
It was reported that this patient received an inappropriate shock due to noise oversensing. In addition, there was also a sharp rise in the pacing impedance within normal limits, to 1500 ohms. Since there was a high possibility of right ventricular (rv) lead failure, a revision was planned. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.